Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing, pacing inhibition and noise. Technical services (ts) reviewed and stated that the left ventricular (lv) lead electrogram (egm) showed over sensing. The oversensing caused pacing inhibition in lv and device was paced in right ventricular (rv) only due to left ventricular protection period. Ts recommended troubleshooting to verify lead integrity. There was some minimal noise on the rv lead at same time however, no inappropriate episodes were stored. This device remains in service. No adverse patient effects were reported.